Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the laser created a hole in the posterior capsule during laser assisted cataract surgery. An anterior vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).